Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced continued elevated blood glucose (bg) levels between 300-400 (mg/dl) for one week. Customer indicated that elevated bg levels were addressed by changing pump supplies and administering insulin injections. Reportedly, customer does not rotate infusion set site. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they have a future appointment with health care provider to discuss factors that may affect bg levels.